Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin use. Reportedly, the cartridge had been in use for more than 72 hours, and the caller was educated by tandem customer technical support on the proper usage duration, which the caller understood and acknowledged.